Event description:
It was reported that the patient experienced tingling, numbness in the toes, legs, and sometimes the hands; it got worse when the daily dose was increased, but the spasticity level seemed to always be the same. With dose decreases, the numbness and tingling were not as prevalent. This was ongoing since the implant; despite having tried everything to determine what was going on, they could not find a reason why the patient experienced the symptoms. In (B)(6) 2014, an x-ray was performed, and in (B)(6) 2014, a radioactive dye study was performed; nothing was found to be wrong with the drug infusion system. Additionally, an intrathecal (itb) bolus ¿test¿ of 70 or 90 ug was performed, and the patient¿s spasticity had gotten better from it, but the tingling/numbness was still an issue. The reporter was redirected to the patient's healthcare provider (hcp). The pump was reported to be delivering baclofen (unknown) at that time. Additional information later received reported that over time the tingling became constant. He also had tingling and burning in his feet, and urinary retention. The reporter stated that they were in the hospital, and the patient had magnetic resonance imaging (MRI) done on (B)(6) 2015. The MRI showed a small inflammatory mass. The reporter was told that it was not pressing on the spinal cord. The reporter was redirected to the patient's hcp. It was additionally reported that the healthcare provider (hcp) wanted to shut the pump off, wean the patient down, and take him off the pump. The pump system was being used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Corrective report was initiated to reflect that the event was now considered both an adverse event and product problem.

Manufacturer narrative:
Device codes were updated to the following for this event: (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) and manufacturer's representative regarding the (B)(6) male patient receiving intrathecal gablofen (baclofen) 2000ug/ml, 363ug/day (current); 500ug/ml, 100ug/day (new) via an implanted pump that had been placed (B)(6) 2013. The indication for use was noted to be intractible spasticity. The patient was taking hygroton, dantrium, diltiazem, glipizide, and cozaar at the time of the event. The patient's spasticity was getting worse and the patient was hospitalized because of these symptoms in (B)(6) 2015. The hcp stated that the granuloma developed at the catheter tip site. A catheter replacement occurred (B)(6) 2015; the hcp placed another catheter at a lower level and decreased the concentration and dose. The hcp decided not to remove the existing catheter as to not interfere with the granuloma. The hcp planned to cut the existing catheter, replace the spinal portion below the level of the granuloma, and then splice together with the existing proximal section. The manufacturer's representative expressed concern that it would be difficult to determine the new catheter length in order to determine the priming bolus; therefore the catheter, pump tubing, and pump would be cleared of the higher concentration medication during the procedure. The 32 ml pulled from the pump matched the 32 ml shown on the physician programmer 8840. The patient was doing well when they left on (B)(6) 2015. The patient reported he was not receiving any therapeutic benefit from the new dose, so it was believed the dose may not be enough. Follow up was conducted to obtain gablofen lot #, pertinent medical history, whether the cause of the inflammatory mass/granuloma had been determined. If additional information is received a follow up report will be sent.